Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision.reason(s) for revision: component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4) is reopened under (B)(4) due to receipt of claimsuite alerts received. There is no new alleged information. As per previously reported scf with alert date of oct 20, 2011, the reasons for revision included acetabular cup loosening, pain, alval, and elevated metal ions, thus the unk hip previously reported in the dint is updated to unk cup, and the head is added due to alleged elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.